Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. A batch review was not possible since the lot is unknown. Since no product defect exposure could be identified, no root cause can be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
The hp stated she was in the hospital because her adapter fell off. The hp described the adapter as the silver tube between the catheter and transfer set. The surgeon replaced the transfer set on (B)(6) 2011. There was no patient injury. (B)(4) contacted the peritoneal dialysis nurse (rn). The rn stated that the home patient (hp) was using a titanium adapter, but was unsure of the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The specific product code for the adaptor is unknown. Since the device is unknown, a 510k number cannot be provided. The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.